Manufacturer narrative:
The insulin pump was received with compromised force sensor alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime and compromised force sensor test, excessive no delivery test due to compromised force sensor alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received compromised force sensor system on insulin pump. The customer¿s blood glucose level was 137 mg/dl. The customer stated that the drive support cap was sticking out. The insulin pump will be returned for analysis.